Event description:
The customer reported that the olympus gastrointestinal videoscope had image interference found during device maintenance. There was no patient injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has foreign objects, and jet tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, the image has white dots. Due to a chip on adhesive around objective lens, a flare occurred. Due to a chip on adhesive around light guide lens, a flare occurred. Due to damage on objective lens, the specified resolving power is not obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.